Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while performing an open reduction internal fixation of a distal radius, the surgeon advanced the 1.8 mm drill bit through the 1.8mm threaded drill guide per surgical technique. Upon retracting the drill bit, it was noticed that the tip of the drill broke off. He unscrewed the threaded drill guide and found the broken piece inside the cannula and it was retrieved without any complications. A second drill bit was used and the surgery was completed successfully without delay. This report is for one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for complaint (B)(4).